Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received multiple inappropriate shocks due to ventricular tachycardia (vt) thresholds that were set too low on the implantable cardioverter defibrillator (ICD). The patient was hospitalized and the settings were adjusted. The device remains in use. No further patient complications have been reported as a result of this event. The patient is part of the (B)(4) study.